Event description:
Port-a-cath insertion performed on 11/24/92 to (l) subclavian. Surgery uneventful. Patient underwent four courses of chemotherapy with port-a-cath starting on december 4, 1992. After the fourth treatment decided to discontinued chemotherapy treatments due to side effects from agents used. Dr. Continued to flush port-a-cath every five weeks from january 1993 to beginning of april when patient decided to have port-a-cath removed. Removal schedule for 4/13/93. Morning of 4/13/93 patient began to experience palpatations and chest pressure while dressing while dressing for work. Symptoms increased in severty while at work - admitteddevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.